Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board assembly (pcba) was returned for investigation. Visual inspection was performed, and no anomalies were found. The unit was power cycled on and off more than 20 times, and passed power on self-test (post) on every time. The customer reported complaint was not duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator suddenly generated a"system error". Ventilation stopped and there was a constant alarm. A nurse tried shutting down the device but the screen was frozen. A technician forcibly turned the device off by holding down the power button. When the device was started up again, it started normally and could be shut down. The patient was removed from the ventilator and transferred to another ventilator without any reported harm.